Event description:
The dealer states the arm socket is broken. No further information was provided by the dealer.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.